Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal circumflex artery with placement of a 2.5 x 12 mm xience v stent and a 3.0 x 23 mm xience v stent. On (B)(6) 2012, the patient was re-admitted to the hospital with atrial fibrillation and chest pain. Troponin I level was elevated and electrocardiogram findings were suggestive of a myocardial infarction. Percutaneous coronary angiography was performed and noted restenosis of 30% in the stents in the circumflex artery; however, no treatment was provided for the restenosis. Additionally, a new area of stenosis was noted in the 1st obtuse marginal artery, which was treated with implantation of a 2.25 x 18 mm xience and a 2.5 x 12 mm xience stent. The patient's symptoms resolved on (B)(6) 2012 and the patient was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x12 mm rx xience v is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, atrial fibrillation, and restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.